Event description:
Information received by medtronic indicated that the insulin pump had an unexpected battery power loss alarm. Customer stated that they replaced replace battery now alert, they had done it with several batteries but it was still getting same alarm. Customer did not receive a low battery alert prior to the replace battery alert or replace battery now alarm. Troubleshooting was performed and new battery had resolved the issue. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.